Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, redness, inflammation, pimples, drainage, infection, and soreness underneath the sensor pod area only. The area was prepared with soap and water before placing the sensor on the body. The patient was evaluated by a healthcare professional on (B)(6) 2026 and was provided with an oral prescription medication, flucloxacillin (antibiotics), which the patient started taking on (B)(6) 2026; no intravenous treatment was documented. The patient did not undergo a surgical intervention due to the reaction. Photos of the reported skin reaction were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. The photo also showed a visible pus drainage. At the time of the report, the patient's condition was stable. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.